Event description:
Child in picu s/p mvr replacement on heparin drip 25,000 units/250 ml @ 10 units/kg/hour begun. Rn in to check infusion at one hour later found bag empty. Tubing found to be cracked at top of blue hub, and the floor was wet with solution. New line set up. Coagulation studies drawn and were wnl.